Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to upload to care link due to alarms and corrupted history file. Unit was monitored during testing and no vibrator anomaly or black dot at display screen noted. Unit functions properly. Unit received with minor scratched display window and cracked battery tube threads.